Event description:
Philips received a report from a biomedical technician indicating that the device was out of use and that the screws securing the v60 ventilator to its roll stand were stripped, preventing proper mounting. The system was therefore restricted from use, with no patient/user impact reported. The engineer confirmed the issue and provided the customer with the necessary part numbers and pricing to correct the problem. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and follow-up details regarding the reported issue; however, no further response was received from the customer. Consequently, no additional repair verification or evaluation could be completed. The investigation concluded that no further action could be taken at this time. Should additional information become available, the complaint file may be reopened for further assessment.